Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, broken reservoir tube lip, missing reservoir tube lip o-ring and minor scratches on display window. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via social media that the insulin pump had a chipped reservoir tube lip. The customer was called and she confirmed the reservoir tube lip had a missing piece and she wondered if it will stop holding the reservoir. Blood glucose level at the time of the incident is unknown. Troubleshooting was performed. The customer stated that she had dropped the insulin pump in the past. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The device was returned for analysis.